Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the spike port cover was missing at the spike port base. Functional testing noted a leak at the spike port. The reported issue was verified. The cause was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the orange port. The leak was identified during use at the clinic. Patient involvement is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.